Event description:
On (B)(6) 2007, the pt was implanted with a gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. It was reported on (B)(6) 2008, the pt was implanted with an additional gore tag thoracic endoprosthesis. The pt expired on (B)(6) 2009; the cause of death is unk but the physician did not contribute the death to the gore device.

Manufacturer narrative:
Results - the review of the mfg paperwork verified that these lots met all pre-release specifications. Conclusions: the core tag thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include reoperation. Additional devices implanted and/or related to this event (B)(4).